Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 70 year old female patient who had indication of post cardiotomy cardiogenic shock, and presenting in scai stage e shock. The patient had known coronary artery disease with plan for bypass surgery. The other underlying cardiac comorbidities and history were not shared. Due to observed calcium in the vasculature the pump was unable to be delivered via the axillary to the left ventricle. The pump was explanted and replaced by an impella cp however, after the cp was placed the patient expired after care was withdrawn within 4 hours of support initiation. The native anatomy precluded placement of the impella 5.5 and the cp was successfully placed, without any harm noted from delay in support initiation. The death was attributed to the multiorgan failure the patient was experiencing as well as heparin induced thrombocytopenia that occurred the day prior to the bypass and pump use. The team relayed the impella use was "hail mary attempt at salvage".

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4 (serial). The cause of the delivery issue was determined to be patient condition related to the calcium in the patient's artery.

Manufacturer narrative:
D4: corrected the UDI.